Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a low impedance warning was observed on the left ventricular (lv) lead. The lv lead remains in use. It was also reported that the right atrial (ra) lead exhibited intermittent undersensing. The ra lead remains in use. No patient complications have been reported as a result of this event.